Event description:
According to the available information, the patient had two catheters where the balloons burst/deflated for no apparent reason. The first had been in for about 5 weeks but the second was less than 24 hours. The patient has very limited mobility and the incidents occurred when transferring between chairs. No apparent permanent damage but patient has been in considerable discomfort with the new catheter. There was no need to visit a hospital as a nurse came to replace the catheters. There is no ongoing treatment unless the discomfort does not lessen.

Manufacturer narrative:
B3: estimated date.